Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the tip is likely due to operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ "do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus received a report from anvisa ((B)(6) health regulatory agency) that the tip of the device broke off during an unknown therapeutic surgical procedure. The customer was not identified on the anvisa report. There was no reported patient injury and no report of any device fragment falling into the patient. It is unknown whether the intended procedure was completed.